Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through complete pump reset, cgm error did not recur, and customer successfully started new sensor session.